Event description:
Additional information received reported that programming change made the day of the initial report had helped for a few days, before the patient lost relief and 'the pain" started. It was reported, the process was gradual regarding when the patient stopped retaining water. The day of this report the patient had felt pain toward her rectum and tailbone, "like she was constipated." The patient had been taking laxatives thinking it would help. Earlier the day of report the patient switched programs and the patient "felt much better." It was noted the patient had fell on (B)(6) 2012, but it was not reported that the patient's therapy had changed as a result.

Manufacturer narrative:
Product ID 3889-28, lot# v440659, implanted: 2010-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient lost therapeutic effect. Patient had surgery a week before this report. Since surgery, patient had been retaining water, but wetting herself. Symptoms returned the night before this report. Patient wetted herself five times during the day of this report. Medtronic representative helped to reprogram device using patient programmer, but patient was feeling stimulation in her 'butt', feeling a stinging sensation or no having stimulation. Additional information has been requested, but was not available as of the date of this report.